Manufacturer narrative:
This is one event (death) for the same patient involving two separate products; associated MDR numbers: 1225714-2014-01204 and 1225714-2014-01205.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event and subsequently expired on (B)(6) 2012 after the use of the product.